Event description:
On (B)(6) 2012, the reporter called animas alleging that multiple keypad buttons are intermittently unresponsive and sticking requiring multiple hard presses to evoke a response. The patient is reported to wear the pump under the clothing, against the body and does not clean the pump. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunctions remained unresolved.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed all keypad buttons were intermittently responsive and required multiple button presses and excessive force in order to elicit a response. There was evidence of keypad contamination found under all key contacts. Unrelated to the complaint, evaluation revealed a cracked display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.